Event description:
The customer reported that a technical error indicating a loss of 12 v power supply to the expiratory channel was generated. No pt was connected to the ventilator at the time of the event.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.